Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could be attributed to the reported failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal did not load properly. This was the user's first case using this product. The reporter was present during surgery and when the event occurred. A new kit was opened to complete the procedure. The hospital reported no patient effect. The product was discarded.